Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal elective replacement indicator (eri) (or end of service, eos) range when received. Longevity assessment indicated eri (or eol) battery level is consistent with normal usage. Based on this information, the longevity is considered normal.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was discharged under stable condition.